Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging smoking and electrical smell an issue related to a CPAP device's sound abatement foam. There was no allegation of patient harm or injury. The device was returned to a third-party service center. Thermal damage to component q8 of the main pca. Thermal damage is contained within the enclosure. There was no void in the device enclosure. The thermal event was isolated to the q8 component and complaint of smoking w/electrical smell confirmed. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.